Manufacturer narrative:
PMA/510(k)#: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customers¿ complaint issue was reported as follows: ¿the incident was that the needle broke inside the bronchus¿ this complaint is related to an echo-hd-22-ebus-p device of lot number unknown. Additional information was requested from he customer :"can you reach out and ask the rep again for more information: is the device returning, patient outcome details & how was the broken piece of needle removed from the patient?" The following response was received: "the dr. Had a problem is sick for a few days and it is impossible to get more information for the moment. As soon as I have more information I will let you know." The echo-hd-22-ebus-p device involved in this complaint has not been returned for evaluation. However, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A review of the manufacturing records for this echo-hd-22-ebus-p devices could not be conducted as the lot number was unknown. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. There is a check on each device to measure the needle extension and inspect it to ensure it is free from any damage / kinks. The needle tip and notch cut-out area is also inspected to ensure it is free from any damage. There is also a check to manipulate the handle to ensure smooth operation. The notes section of the instructions for use ifu0060-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The incident was that the echo needle broke inside the bronchus of the patient.